Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings:a review of the black box showed an unusual reboot event followed by multiple ¿replace battery¿ alarms associated with unusual voltage readings. The battery cap was not returned with the pump for investigation. A test battery cap was able to secure and maintain an electrical connection. The battery compartment was found to be intact and there was no evidence of moisture in the battery compartment. The pump powered on to the verify screen with functional auditory and vibratory features. Upon confirming the verify screen, the pump emitted a ¿replace battery¿ alarm that could not be cleared. The complaint of no power could not be duplicated, as the pump did power on during testing. Additional testing for the complaint of a no power issue could not be completed due to the alarm. The pump casing was removed and a component on the printed circuit board was found to be defective, causing the battery voltage reading to appear low and prompting the ¿replace battery¿ alarm.